Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received a no delivery alarm. Customer's blood glucose level was 400 mg/dl at the time of the incident. Customer declined troubleshooting for the elevated blood glucose. Customer was able to troubleshoot the occlusion during the phone call. It was determined that the infusion set/reservoir connection caused the occlusion. No symptoms were reported. Customer treated the blood glucose with a manual injection of insulin. Customer's current blood glucose level was unknown. No product will be returned.